Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. (B)(4) (batch # for second device) additional information: what type of anastomosis was created? (End to end, end to side) - no information. Which stapling technique was used? (Single, double or triple) - no information. If (single or double), which purse-string suture technique was used? (Hand-sewn or suture clamp) - no information. What other devices were used for transecting and/or closing otomies? - no information. Was the sales representative present? - no. How long has the surgeon been using this device for this procedure? - no information. Was the attending surgeon an experienced ees circular user? (Y/n) - no information. Who fired the device (attending, p.a, tech., etc.)? - dr. Was the person firing the device an experienced ees circular user? (Y/n) - no. Was the o.r. Staff experienced in preparing the ees circular device? (Y/n) - no information. Was there a recent conversion to ees devices with this account or with this surgeon? - no information. Is there any additional information you would like to share relative to the issue? - no.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). (Device a): other # = j5f52w (batch #); serial # = (B)(4); exp date = 12/14/2016. (Device a): 1/14/2012. Device (a) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. Anvil was received with one washer uncut and one washer cut. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the anvil was inserted into the device without any difficulties noted. Device (b) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the anvil was inserted into the device without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open low anterior resection, the trocar got into the housing easily, so the anvil could not be set into the device. The anvil of the 1st device was put as-is and the 2nd device was used to complete the case. The 1st anvil could be set into the 2nd device as intended. There were no adverse consequences to the patient. Two devices will be returning, one of them was the complained device and the other one was the 2nd device which functioned properly.